Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 10/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked from the threads to the bumper pad, and from the bumper pad to the case seal. The casing paint was also scratched. (B)(6).